Manufacturer narrative:
Date of implant is 1997. An MRI technician called for medical information and reported adverse events. The patient had 3 unspecified j and j stents placed in the right coronary artery (rca) for blockage at an unknown date in on 1997. Four years later, the patient experienced a blockage of unknown coronary artery and patient was hospitalized for unknown number of days and 3 unspecified stents were placed in unknown coronary artery. The event resolved, but four years later the patient had 3 cypher stents placed in unknown coronary artery for a blockage. It is unknown if patient was hospitalized overnight. Then the patient had 4 unspecified stents placed in unknown vessel for unknown reason. After the event was resolved, the patient experienced chest pain. There was o reported additional treatment and the event is ongoing. No further information has been obtainable in response to investigational efforts. The stents remain implanted and the product catalog and lot numbers of the involved cordis stents are not known; therefore no further analysis or device history review is possible. The implant site is only known for the initial three johnson & johnson stents implanted. Based on the lack of information regarding the sites of the subsequent reported blockages treated with stents, it is not possible to draw a conclusion regarding a clinical relationship between any of the devices and the events. However, the patient medical history and the progression of existing coronary artery disease may have contributed to the event. Based on this, no corrective actions will be taken. This is one of six products used in the same patient and reported under manufacturing report numbers3003742446-2010-00130, 3003742446-2010-00131, 3003742446-2010-00132, 1016427-2010-00050, 1016427-2010-00051 and 1016427-2010-00052.

Event description:
The information received indicated that an MRI technician called for medical information and reported the following: the patient had three unspecified j & j stents placed in the right coronary artery (rca) for a blockage. Four years later, the patient experienced a blockage of an unknown coronary artery and the patient was hospitalized for an unknown number of days. Three unspecified stents were placed in an unknown coronary artery. The event resolved, but four years later, the patient had three cypher stents placed in an unknown coronary artery for a blockage. It is unknown if the patient was hospitalized overnight. Then the patient had four unspecified stents placed in an unknown vessel for an unknown reason. After the event was resolved, the patient experienced chest pain. There was no reported treatment and the event is ongoing.